Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 594 mg/dl and ketones, which were not identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and lantus strips. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.